Event description:
It was reported that: while the device was ventilating a pt, the ac line cord became disconnected without the user's knowledge. The machine functioned on external power then switched to internal and a minute later, the device shut down. No pt injury.